Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject device. The complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Upon visual inspection it can be seen that the nail is in fair condition with witness marks indicating the implant was planted and subsequently removed. No visual damage was able to be seen on the nail that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Please note that the following item was also returned: one tfna helical blade 110mm (part number: 04.038.310s, lot number: 9886591). The device determined to be concomitant device as no complaint allegations was made against the implant, as per the complaint description: ¿helical blade and screw were easily removed¿. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A DHR review could not be done on the implant due to unknown lot number (the etching has been scratched up most likely during removal leading to being unable to determine lot number.) If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Implanted date: five to six months ago the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2016 for an unknown reason. The patient was initially implanted with one (1) 12mm/130 degrees titanium cannulated trochanteric fixation nail advanced (tfna) 170mm - sterile, one (1) helical blade and one (1) screw approximately five to six months ago. It is unknown if patient experienced any adverse events which led to the revision surgery. During revision surgery, the helical blade and screw were easily removed; the surgeon had difficulty removing the nail. The surgeon attempted to use an extractor to remove the nail but was unsuccessful. The nail was removed by using a bone tamp and pelvic reduction forceps. There was a one hour surgical delay due to the removal of the nail. All of the hardware was removed intact. The procedure was successfully completed without patient harm. The patient was revised to a hemiarthroplasty and the patient's status/outcome was reported as stable. Concomitant devices reported: unknown extractor (part# unknown, lot# unknown, quantity (B)(4)), tfna helical blade 110mm (part# 04.038.310s, lot# 9886591, quantity (B)(4)), unknown screw (part# unknown, lot# unknown, quantity (B)(4)). This report is 1 of 1 for (B)(4).